Event description:
It was reported the client contacted sales representative asking for inservicing of protocols of product on how to flush, which lumens to cap off when not in use & to make sure they are following all proper procedures. Since induction of product, hospital has increased instances of clotting & thrombosis. Recently they had a pt with deep vein thrombosis (dvt). As a result, product's instructions for use's were shared with hospital & reviewed continuous keep vein open (kvo) in the distal lumen protocol. In addition, customer has several complaints about dressing catheter. On 7/9/08 sales representative received additional info. Catheter was inserted on the previous month, by anesthesia & removed the next day by cardio vascular intensive care unit registered nurse. History of recurrent dvt/pulmonary embolism, protein-s deficiency, bare metal stent implant, hyperlipidemia; 6/9 placement of inferior vena cava filter preop. Nitroglycerin and levophed immediately postop.

Manufacturer narrative:
Sample will not be returned for eval.